Manufacturer narrative:
A follow-up medwatch will be submitted when new relevant information becomes available.

Event description:
(B)(6) told me that during a run another perfusionist, (B)(6), flushed the arterial port on the ch and the arterial bubble detector alarmed, and the rpms went to zero because the intervention was on. (B)(6) tried to reset the bubble detector multiple times, but according to him it would not reset. He claims to know how to reset it, it just did not work. They hand-cranked and restarted the cardiohelp and then it worked. Complaint number: (B)(4).

Manufacturer narrative:
A getinge field service technician was sent for repair. Work performed on (B)(6) 2019. Results of service order report (B)(4): "customer reported that bubble detector wasn't functioning properly, requiring them to hand crank using the e-drive during a procedure while they reset the cardio help. Once the ch had completed the restart, unit was functioning normally. No more issues with resetting the bubble detector after that; on (B)(6) 2019, stm on site. Performed functionality tests and validated calibration; stm, unable to reproduce reported problem. Cleared for clinical use. According to service order the device worked as per factory specification. The DHR (device history record) does not show any abnormality. Thus a root cause could not be determined. Thus the failure could not be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).